Event description:
Meter name: one touch original. Strip name: unknown. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: very tired. A patient reported they were seen in a doctor's office. Their meter allegedly was inaccurately erratic. The result on their meter was unknown. The result on the emergency room meter was unknown. The time difference between patient's meter and emergency room meter was unknown. Treatment was unknown. No further information has been reported.